Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer had been experiencing high blood glucose levels for three to four days prior to the event. The caller stated that she conducted the high pressure test, and the insulin pump never gave the no delivery alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.